Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 40mm x 135cm sterling mr balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at around 14 atmospheres for about 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event.